Manufacturer narrative:
Under another country law, patient information is considered confidential and will not be provided.

Event description:
Customer reported that the ultrasound image was lost while being used to guide needle placement in removing fluid from the fetal heart. Scanner was reset to recover from this condition. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.